Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device. Once the device becomes available, a follow-up medwatch will be submitted.

Event description:
It was reported to carefusion that the unit was hooked up to an external battery and the pigtail connector from the ventilator and the pigtail got hot and melted. The unit was on a patient at the time of the event and there was no patient harm.

Manufacturer narrative:
Per follow-up response from the customer, the customer has stated that the device not available for return at this time. It is currently being held and availability for return and evaluation is unknown.